Event description:
It was reported to boston scientific corporation that during an unknown procedure, a percutaneous nephrostomy drainage catheter was unable to be removed from the patient. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.